Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the bronchus to treat lung malignancy during a bronchoscopy with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, after the stent was placed inside the patient and the delivery system was pulled, it was noted that the stent was unable to expand. Subsequently, the stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the bronchus to treat lung malignancy during a bronchoscopy with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, after the stent was placed inside the patient and the delivery system was pulled, it was noted that the stent was unable to expand. Subsequently, the stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an ultraflex tracheobronchial covered distal stent was received for analysis; the delivery system was not returned. Visual inspection found the stent fully expanded. Media inspection was performed on the photos provided, and no problems were observed related to the reported event. Product analysis did not confirm the reported event of stent failure to expand. There is no indication on the reported event because the stent was received fully expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.